Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive on the lock screen and as a result, customer was unable to load a cartridge. Customer's blood glucose was 243 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.